Event description:
Info received indicates the head section will not stay up.

Manufacturer narrative:
The tech investigated and found both gas springs had no pressure. The tech replaced the gas springs to repair the stretcher.